Event description:
It was reported that the right atrial lead was possibly fractured. There was no capture at maximum output in both the bipolar and unipolar pacing configurations and the lead impedance was undefined. A chest x-ray was ordered and the patient was referred to a surgeon for a new lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5054 lead implanted (B)(6) 2000. (B)(4).